Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The relief valve was readjusted to resolve the issue. Block a: no patient information provided to date after calls to end user on (B)(6) 2025 and on (B)(6) 2026.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient injury.